Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 16apr2020.

Event description:
Customer reported the v60 oxygen disconnect was not alarming while completing v60 performance verification oxygen mix accuracy test. The device did not have patient involvement at the time the issue was discovered, therefore, there was no patient or user harm reported. The customer verified the v60 setup and no oxygen flow is connected to v60. The remote manufacture service technician recommended customer to order and replace v60 flow sensor assembly. The customer replaced the data acquisition board and it did not fix the problem. The remote manufacture service technician reminded the customer the replacement of flow sensor assembly was originally recommended, pending replacement.

Manufacturer narrative:
G4: 29jun2020. B4: 30jun2020. The customer confirmed the flow sensor has arrived and was installed. The part has resolved the problem. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.